Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a soft audio notifier when the black cable was disconnected from power was unable to be confirmed. The submitted log files were reviewed and were unremarkable with no notable events or alarms. The system controller was operating as intended. The system controller, serial number: (B)(6), did not return for analysis. Provided information stated that the system controller alarm sound was muffled when a power cable disconnect alarm occurred on the black power cable but was normal when this occurred on the white power cable. Additional information noted that the system controller would not be exchanged unless the patient was fully unable to hear the alarm. The root cause of the reported event could not be conclusively determined during this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller power cable disconnect alarm is muffled and sounded different when disconnected from the black power cable, whereas the power cable disconnect alarm for the white power cable sounded normal. It was also reported that the patient's driveline cable had a bend with an area with material rubbing off. Log files were submitted for review, and log files appeared to capture low voltage advisory alarms consistent with standard battery power depletion. Log files appeared to not capture any indicators of alarm volume. It was later reported that unless the patient was unable to hear the alarm, the system controller will not be exchanged as the patient has passed out during a previous controller exchange on (B)(6) 2021.